Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act celite cartridge lot# s12252 that yielded five consecutive quality check code 31 (qcc) while testing a patient and running control material. The customer reported getting patient results on other samples during testing. Per I-stat system manual (art: (B)(4)). Qcc 31: unable to position - the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Gathered process test data including finished goods retain and return data for act celite s12252 shows the initial oscillation measurement can be a predictor for increased rates of codes like qc code 31. The issue is not uniformally distributed across lot s12252.